Event description:
Via clinical study, it was reported that the patient was experiencing heterotopic ossification at the index levels 36 months after their index procedure at c4/5 and c5/6 with simplify implants. There has been no reported treatment for the reported condition and there are no reported plans to remove or revise the implants. No additional information is available.

Manufacturer narrative:
There was no product returned and there was no product problem identified. The devices remain in-situ with no reported plans to remove or revise, and no other treatments or actions have been taken in relation to the reported event. A definitive cause of the reported ossification cannot be determined. Label review: "there is a risk of heterotopic ossification associated with artificial cervical discs which could lead to reduced cervical motion or fusion at either the treated level(s) or adjacent levels." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Duplicate of MFR: 2031966-2021-00170. All information previously recorded on MFR: 2031966- 2021-00170.

Event description:
Information was received via simplify disc level 2 retrospective study review that an index cervical procedure was completed at index level of c4/6 for patient (B)(6) on an unknown date. On their 36 month on (B)(6) 2021 it was reported that there was heterotopic ossification was observed. There was no treatment plan given.